Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level, site issues blood at site and sensor tape not sticking. Customer's blood glucose level was over 400 mg/dl. Customer states that they bleed. Customer decline to troubleshoot for high readings. The product will be returned for analysis.